Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after the introduction of the device and inflation with the needle, the balloon burst inside the patient. A new device was used, however, the same issue occurred. A third device was used to continue successfully. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted that the device was received sealed in its original packaging. The lock collar, trocar balloon, valve seal and doors appeared intact. The inflation syringe was received. The obturator was received.pmv performed functional testing; the trocar balloon was inflated, no leaks detected. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.